Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va1htrl, implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 20-jun-2021, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that on (B)(6) 2023 patient states she does no think the device is as effective as it was. The biggest problem tends to be pain (chronic)and the feeling that she has not  been voiding well. The  device was implanted for urinary retention frequency. The patient has not recently been objectively evaluated to see if they have retention or not. They will feel it for a period of time at the amp limit, which is 2 mv and then stops feeling it. A device interrogatory is performed. Her lead does show multiple anode-cathode abnormal impedances. The health care professional was going to set 3 new programs which do not utilize the anode-cathode combinations which have been problematic. The battery is probably going to be reaching life expectancy here soon and we may have to look at replacing that the next year. Given the abnormal lead impedances, they think it is probably reasonable to look at that at the same time. As for intervention, the health care professional set 3 new programs which do not utilize the anode-cathode combinations which have been problematic. Action date: (B)(6) 2023, and for the pain,  bladder instillations for bladder pain action date: (B)(6) 2023. The event is ongoing.

Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot#: va1htrl, implanted: (B)(6) 2018, explanted:(B)(6) 2020, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy): it stated that as for intervention, medications administered specify action: bladder instillation action date: (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. They reported that the issue was resolved without sequelae on (B)(6) 2024, however on (b)(6 2024 it was reported that the issue was ongoing.

Event description:
Additional information was received. They reported that the patient was seen on (B)(6) 2025 and they were struggling with retention.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.